Event description:
It was reported, that patient's implantable cardioverter defibrillator (ICD) exhibited post-paced t-wave oversensing. The device was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: correction of device model and serial number.

Event description:
New information received notes that the device remained implanted.